Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
We were informed this system was explanted and replaced, but were not provided with any other details. The local biotronik representative had no explant information and said that the device nurse at the hospital did not have the information. The exact explant date is unknown and the reason for explant is unknown. A new system was implanted on (B)(6) 2015. Should additional information be received, this file will be updated.